Manufacturer narrative:
Approximate age of device: 10 months to the time of the initial hospitalization for a driveline infection. The event occurred at (B)(6) hospital, (B)(6). A correlation of the reported driveline infection and the device could not be determined. The instructions for use lists infection as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. The patient remains ongoing on lvad support. A review of the device history records showed no deviations from manufacturing or qa specifications. No further information is available. The manufacturer is closing its file on this event.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that on (B)(6) 2014 the patient's blood cultures tested (B)(6). The patient was then admitted to the hospital on (B)(6) 2014 due to a bacterial driveline infection. The patient was treated with drug therapy and a driveline site debridement was performed. The cause of the infection was reported to be device related. The patient is reportedly still in the hospital. No additional information was provided.